Event description:
It was reported by a patient¿s mother that the patient had increased seizures due to trauma from the vns surgery. Additional relevant information has not been received to-date.

Event description:
Review of the manufacturer¿s in-house programming history database provided the device diagnostics on 07/28/2017 were within normal limits.